Event description:
A patient reported experiencing inaccurate erratic results with a otp meter. The patient's blood glucose results were 90mg/dl, 180mg/dl. Tests were done within <10 minutes with a difference of 59%. Patient did not experience any adverse events. No further information has been reported. *note - customer using alcohol to clean meter".